Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 52cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the yoke and the connector pins was not returned. An extraction aid was found in the lead body. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragment was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the lead fragment. In particular 41cm proximal to the lead tip the insulation was found abraded through, which is assumed to be the root cause of the reported oversensing leading to inappropriate shock. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages such as several cuts into the insulation between 45cm and 43cm proximal to the lead tip, most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to inappropriate shocks caused by noise on the rv lead. Should additional information become available, this file will be updated.